Event description:
Previous medwatch submission noted "gigantocellular granulomatous". Upon further information, abbvie has determined that the event of granuloma did not occur. No device was implanted and therefore there is no complaint against this device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6 clarification to h.1. Type of reportable event: there are no reportable events associated with this complaint record.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare professional reported right side 'gigantocellular granulomatous foreign body mastitis with cicatricial fibrosis associated with non-proliferative fibrocystic disease' and later confirmed no device was implanted on the right side.